Manufacturer narrative:
(B)(4). Eval, results: anastomotic pseudoaneurysm and a dissection, small vessels. Pre-existing synthetic graft. Stent graft implanted within a pre-existing synthetic graft. Eval, conclusion: anastomotic pseudoaneurysm and a dissection, small vessels. Pre-existing synthetic graft. Stent graft implanted within a pre-existing synthetic graft.

Event description:
It was reported that the pt had a previous open repair of a descending thoracic aortic aneurysm and now presented emergently with a proximal anastomotic pseudoaneurysm and a dissection distal to the synthetic graft from the open repair. The synthetic graft had a kinked portion. The aorta was otherwise unremarkable tortuosity, thrombus, and calcification. The vessels were 5mm in diameter. The decision was made to address this endovascularly with 2 talent captivia stent grafts, which were implanted via a conduit due to the small access vessel. The first grafts were placed without issues distal to the carotid artery; however, while removing the delivery system of the first device, the taper tip got caught on the kinked area of the synthetic graft. The physician pulled hard on the device and this resulted in the talent device to be pulled about 5 mm distally. The tip was re-advanced proximally, still within the stent graft, and the tip was able to be recaptured. During this maneuver, the talent device graft was pushed up slightly and kinked slightly without clinical consequence. The delivery system was able to be withdrawn. A second talent stent graft was placed distally as planned toward the celiac without issues. No clinical sequelae were reported, and the pt is fine. The delivery system was discarded.